Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states that three sensors broke while taking sensor class, due to defective serter. The customer states the serter has been replaced, but is now three sensors short. The customer was advised the sensors would be replaced. The customer's blood glucose level at the time was about 145mg/dl or 150mg/dl. No further assistance was needed at this time.